Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. Technical services (ts) recommended monitoring of the rv lead to see if r-waves are stable. This lead remains in service. No adverse patient effects were reported.